Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported the catheter's luer cracked during preparation of the catheter. The device was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The farawave ablation catheter was selected for use during the procedure to treat atrial fibrillation (a fib). It was reported the catheter's luer cracked during preparation of the catheter. The device was replaced, and procedure was completed successfully without patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Device technical analysis: visual examination revealed no visual abnormalities. Functional testing revealed no abnormal resistance was felt when actuating the steering mechanism. Flow testing revealed the device was irrigated without any errors or pump messages. The device passed the dimensional test.